Event description:
It was reported that a "sig error" was generated while using a rotaflow on a pt. A "head error" was then created while adding add'l ultrasonic gel. Hand cranking was performed for less than 20 seconds while the device was rebooted. Ref : (B)(4).

Event description:
The device was evaluated by a maquet service technician, but the reported problem could not be duplicated. The technician performed full functional check and safety test and returned the device to clinical service. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available.